Event description:
It was reported that the insulin pump alarmed during normal use. The screen was also frozen, as well as the buttons not responding. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusions can be drawn at this time.